Event description:
On 17 jun 2021, doctor made manufacturer aware of a previously treated hifu patient who had developed a rectal fistula. Doctor stated that this fistula developed one month post hifu and the patient has been referred to a gastrointestinal (gi) surgeon who is helping to manage this fistula. The gi surgeon will be trying to repair the fistula endoscopically.